Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. Device 2 of 2: reference MFR report #: 1627487-2016-02298. It was reported the patient's scs system was explanted on (B)(6) 2016 due to pain and discomfort. The location of the pain and discomfort is unknown.